Event description:
Procedure: vats. According to the reporter: small yellow flecks of plastic were falling into the patient's cavity. Pieces that were observed in the cavity were retrieved, but is was not clear just how many pieces fell into the cavity. A new instrument was opened to complete the case. Or time was delayed 15 minutes.